Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s death. However, there is no allegation or objective evidence that the patient¿s death was related to a product issue or malfunction with the fresenius cycler or any issues with pd treatment. The fresenius cycler is pending return to manufacturer at the time this clinical investigation was completed. The patient had a complex medical history that included pre-existing diabetes mellitus, liver disease with ascites, hypertension, coronary artery disease with defibrillator, congestive heart failure and recent foot amputation. Furthermore, the patient was on hospice acre with an active dnr order. The patient¿s esrd death certificate is not available, and the exact cause of death cannot be determined. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Additionally, the patient¿s pre-existing complex comorbid conditions further increase mortality risk and are likely contributing factors in the reported death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) reported a patient on peritoneal dialysis (pd) who expired while still connected to the fresenius cycler. However, it was stated that the death was not pd related. The rn indicated the patient was on hospice. There were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing complex medical comorbid conditions of a recent foot amputation, diabetes mellitus, liver disease with ascites, hypertension, coronary artery disease with defibrillator and congestive heart failure. The patient was also on hospice and made a ¿do not resuscitate (dnr)¿ order the day prior to death. Per the nurse, the patient expired on (B)(6) 2025 at home. The patient was attached to the fresenius cycler in exchange 3 of the pd treatments (unknown phase). The pd nurse stated there were no issues with the pd treatment and that the death was not related to product or pd therapy. The patient¿s end stage renal disease (esrd) death certificate was not available. Therefore, the exact cause of death was unknown. However, the pd nurse indicated the death was not unexpected and likely due to complex medical comorbid conditions in the setting of having a dnr order. The fresenius cycler is in the pd clinic pending return to manufacturer. No further information about the death was available.

Manufacturer narrative:
Correction: g.4. Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A registered nurse (rn) reported a patient on peritoneal dialysis (pd) who expired while still connected to the fresenius cycler. However, it was stated that the death was not pd related. The rn indicated the patient was on hospice. There were no reported allegations that the death was related to any product related issues. In additional follow-up, the patient¿s pd nurse stated that the patient had pre-existing complex medical comorbid conditions of a recent foot amputation, diabetes mellitus, liver disease with ascites, hypertension, coronary artery disease with defibrillator and congestive heart failure. The patient was also on hospice and made a ¿do not resuscitate (dnr)¿ order the day prior to death. Per the nurse, the patient expired on (B)(6) 2025 at home. The patient was attached to the fresenius cycler in exchange 3 of the pd treatments (unknown phase). The pd nurse stated there were no issues with the pd treatment and that the death was not related to product or pd therapy. The patient¿s end stage renal disease (esrd) death certificate was not available. Therefore, the exact cause of death was unknown. However, the pd nurse indicated the death was not unexpected and likely due to complex medical comorbid conditions in the setting of having a dnr order. The fresenius cycler is in the pd clinic pending return to manufacturer. No further information about the death was available.